Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The pre-loaded diu225 model intraocular lens (iol) was reported to be difficult to deploy and came out of the device damaged, crumbled up. The iol was also stuck in the cartridge. There was no patient contact with the iol and there was no patient injury. The procedure was completed using a back-up lens that was implanted in the patient¿s ocular sinister (left eye). Patient prognosis post-procedure was reported as fine. Provisc was used at room temperature and there was no delay between prep and hand-off to the doctor. No further information is available.